Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high phosphorous (phosm) result generated by unicel dxc 800 pro synchron clinical system. The result failed the delta check and was not reported out of the laboratory. Repeat testing produced lower results. There was no effect to patient or user.

Manufacturer narrative:
Qc and calibration results were acceptable prior to the event. Phosphorous (phosm) reagent lines were full of precipitate. A bci field service engineer (fse) replaced all reagent lines to include cap and straw, and reagent pre-heater tubing.